Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the scope was plugged in, it had lines; they would go away and then come back during a colonoscopy procedure while the device was inside the patient, involving an olympus colonovideoscope. There was no patient injury reported.